Manufacturer narrative:
Per review, bd/bard has determined that this is a duplicate record. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not cooling after 3 hours of therapy. The patient's temperature was 36c, the target temperature was 33c, the water temperature was 30.5, and the flow rate was 2.3lpm. The event log showed an alert 113. It was advised to removed the device from service. Per follow up the charge nurse stated the devices were swapped and sent the 1st to biomed. Therapy was completed on the second device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling after 3 hours of therapy. The patient's temperature was 36c, the target temperature was 33c, the water temperature was 30.5, and the flow rate was 2.3lpm. The event log showed an alert 113. It was advised to removed the device from service. Per follow up the charge nurse stated the devices were swapped and sent the 1st to biomed. Therapy was completed on the second device.